Event description:
In october of 1997, pt sustained coronary complications as a result of coronary stent, namely a 3.0 x 15mm. Be coronary stent manufactured, designed and distributed by medtronic, inc of minneapolis, mn, prematurely detached from its balloon mechanism and became lodged in femoral artery where it is presently. Rptr would like to have any info on file concerning any defective or unsafe stents or whether or not any of their stents have a history of breaking off and causing injury to pts using the product. Pt's case is presently in suit and is pending in federal district court.